Event description:
It was reported one of the patient's leads migrated. The physician explanted and replaced the lead for the pain in the patient's left leg. The patient reported effective stimulation post operative. Note the patient received two leads from the same lot number as part of the scs system. The physician also implanted a new lead for new pain in the patient's right leg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.